Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. It was communicated that the hospital would not provide any additional information regarding the event. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6). No device is accessible for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section one of the IFU, ¿introduction,¿ list adverse events, including infection, that may be associated with the use of the heartmate lvas. Section six of the IFU, ¿patient care and management,¿ has information regarding how to prevent and control infection. The patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a cardiac resynchronization therapy defibrillator (crt-d) bacterial infection. Surgery (crt-d removal) and drug therapy was performed. The causes of infection were dependent on the patient's condition, and it was stated that the event was not device related. The patient was admitted from (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.